Event description:
I had two treatments of coolscupting on my abdomen and arms. A short time later I developed inflammatory colonitis (B)(6) 2015 so severe with vomiting, bloody diarrhea, and the worst pain I ever had. I was taken to the emergency room on (B)(6) 2015 defecting massive blood. No bacteria were present and they are unsure what happened, it lasted over two weeks and I still have noticeable bowel changes. I believe the procedure caused an obstruction based on the symptoms. I have no history of gi problems. I also have a swelling under my left arm that has not resolved. My alt is elevated and I am concerned about my liver. I am not sure how safe this device is as I dont see much of a result for the complications and cost.